Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/patient in germany contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. On (B) (6) 2010, the technical service representative (tsr) contacted the patient to obtain and verify information; however, the patient refused to speak with the tsr. The sr medical surveillance specialist classified the complaint based on the information originally provided. On an unspecified date, the patient obtained the blood glucose reading of 397 mg/dl on the reported meter, and a reading of 120 mg/dl on another meter within 10 minutes of each other. The patient claimed she took an increased dose of insulin, and afterwards experienced symptoms of low blood glucose levels. It would have been helpful to determine the type and dose of insulin taken, the patient's specific symptoms, if she received any medical attention, her blood glucose levels while symptomatic, her blood glucose levels prior to this event, what meals and medications had been taken prior to this event, if the test strips were in good condition and within expiration dating, if the patient's testing technique was correct, her expected blood glucose readings and her insulin regimen. The meter was replaced. The patient's alleged injury is not known. The patient allegedly suffered hypoglycemic symptoms after taking an increased dose of insulin based on an elevated meter reading. Therefore this complaint is being reported.